Event description:
Device 2 of 3. Reference MFR. Report #1627487-2014-12375, #1627487-2014-12748.

Manufacturer narrative:
Results, conclusions: the report of ineffective stimulation cannot be confirmed. The ipg (3716) was returned in good condition and passed all functional testing. The two thermal lead ends were cut during the explant procedure. Continuity testing was performed on each segment and no opens were found. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.